Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Mild ketones occurred one day. Boluses were delivered to address bg. Customer alleged basal insulin was not being delivered as bolus delivery did lower bg. No alarms or malfunctions occurred. Pump system check was performed with tandem technical support; no device issues were identified. Customer acknowledged the basal may be delivering properly.

Manufacturer narrative:
Tandem customer technical support reviewed pump data and found that the customer had requested correction boluses since the event date ((B)(6)2018). Tandem territory manager met with the customer and healthcare provider. It was confirmed that the current supplies were delivering insulin.